Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device using a small-bore sheath after a percutaneous coronary intervention procedure. Reportedly, the lever could not be closed and the device could not be removed from the patient anatomy. A surgical cut down was performed to remove the device, avoiding any vessel damage. Hemostasis was achieved via cut down. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported difficult to close the foot. The subsequent treatment appears to be related to be related to circumstances of the procedure. Factors that may contribute to difficult to close the foot include, but not limited to, tissue or suture caught in the foot or posterior cuff partly deployed in the foot which likely led to the reported device entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.